Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that that the pulse generator exhibited an error message. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.